Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the lower jaw. There was no material missing as a result of the break. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have one of the grip tips detached from the molded insulator which was broken. The grip tip was intact and still attached to the instruments conductor wire. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of the customer reported issue and grip tip issue are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the single port (sp) fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the fenestrated bipolar forceps instrument tip was observed to have broken when the customer was attempting to apply traction upwards on the uterus in a different direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, during the use of the fenestrated bipolar forceps (fbf) instrument, the surgeon did not encounter any functional issues, nor did the instrument collide with other instruments or hard materials during the surgical procedure. No fragments from the fbf instrument fell inside the patient during the procedure, and it was not removed before any breakage occurred. Upon the final removal of the fbf instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal through the cannula. No damage was noticed on the cannula or the fbf instrument post-event. There was no report of fragments falling inside the patient, and visual inspection confirmed that no components were missing, although a broken piece was seen hanging on the wire. Sufficient irrigation was performed afterward, with no additional tests conducted to check for fragments. There was no need for further surgical procedures to remove fragments, and no post-operative tests like x-rays or ultrasounds were performed. The patient did not experience any injury or post-surgical complications related to a retained foreign object.